Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient showed via merlin.net several episodes of non-sustained oversensing. Myopotential oversensing was suspected. Physician considers switching to dual chamber. Patient is doing well.

Event description:
New information received notes that the lead was capped and replaced. The patient was in normal condition following the procedure.

Event description:
New information received notes non-sustained rv oversensing due to lead noise was observed. A decrease in r-wave amplitude, and out of range capture measurements were also noted. Patient was asymptomatic. Further evaluation was recommended.